Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: 309653. Batch#: 4277554. Verbatim: rcc received a complaint via email. We¿ve found several 50 ml bd luer-lok tip syringes with missing markings. Some syringes are missing all markings (syringe on the right), while others are missing smaller markings (syringe on the left). Could you please investigate this issue and check lot 4277554?

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported syringes were missing some or all of the markings. To aid in the investigation, three samples in sealed packaging blisters and three photos were received for evaluation by our quality team. A visual inspection was performed. Two samples have the scale marking missing and the third sample has an incomplete scale marking. The three photos provided show the samples received. No other defects or imperfections were observed. This condition occurs if there is a jam during the syringe barrel printing process. A device history record review was completed for provided material number 309653, lot 4277554. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.